Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into pt's eye and the lens tore. The surgeon removed the lens without enlarging incision and put in a different model lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows a portion of the lens optic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.